Event description:
A power source alert 07 was reported by the caller. There was no reported impact on the customer¿s blood glucose level. The customer used the tandem charging cable and wall adapter and resolved the issue by plugging the charging cable into a wall adapter for at least 30 minutes, after which the pump began charging, and no further assistance was required.